Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/08/2014 with the following findings: the keypad rubber was found to be undamaged. The keypad buttons were tested and all of the buttons responded properly to presses. The keypad was removed and contamination was found under all of the button contacts except the ¿ok¿ button.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow and down arrow keypad buttons were under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.